Event description:
Acct reports "nurse was attempting to flush occluded central line port, met resistance and rubber stopper dislodged. Fluid in port and flush splashed into nurse's eye". States the fluid that splashed was hyperal solution. No pt or nurse longterm injury reported.